Event description:
It was reported that patient (B)(6) passed away. At the time of death, a dbs ipg was implanted. No further information is available as the official cause of death has not been provided to the manufacturer.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.